Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and mesh was used. The patient experienced erosion, continued pain and has had to undergo additional corrective surgeries. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted to treat pelvic organ prolapsed. The patient experienced erosion, continued pain and has had to undergo additional corrective surgeries. No additional information was provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse, perineal descent, foreshortened vagina, and atrophic vaginitis. It was reported that the patient underwent the concurrent procedures of bilateral sacrospinous colpopexy, extensive colpoperineorrhaphy, vaginoplasty by bilateral relaxing incisions, and water cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.